Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive on half of the screen. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose was 289 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.